Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent a revision surgery on (B)(6) 2022. The tibial hinge, distal femoral axial pin, and poly spacer were revised. Reason for revision is due to some wear and loosening around the tibia. The surgeon replaced the hinge mechanism in the axle.